Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a gastric bypass procedure, the surgeon fired the device and felt that the staples did not form properly. He conducted two leak tests utilizing air and methylene blue, no leak was present. There were no patient consequences. The surgeon over sewed the anastomosis for safe measure.